Event description:
It was reported that during a thyroid procedure, the device white tissue pad was flaking off of the device as they used it. They burned in the pad and continued on with the device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.